Event description:
The patient underwent right tha for oa on (B)(6) 2005. In 2015, femoral side osteolysis was confirmed. The patient underwent revision surgery on (B)(6) 2015 due to expansion of osteolysis and the pain. The stem was replaced to exeter. The liner was not replaced. The patient lives a sedentary style.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Reported event: an event regarding pain and osteolysis involving a ceramic head was reported. Wear of the head was confirmed along with osteolysis from review of the material analysis and medical review. Method & results: device evaluation and results: the returned device parts were examined with the aid of a stereo microscope at magnifications up to 50x. A metal transfer ring observed on the taper of the femoral head indicated proper seating of the head onto the stem trunnion. A wear scar and metal transfer were visible on the articulating surface of the femoral head. A material analysis was performed and concluded: "a wear scar and metal transfer was visible on the articulating surface of the femoral head. Debris from the taper of the head was analyzed with eds and elemental constituents with consistent with material transfer from the femoral head and biological debris. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was performed and concluded " cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty with quite likely impingement and subluxation phenomena in the bearing as supported by the metal smearing on the head leading to ceramic wear as evidenced by the presence of wear scars on the femoral head and osteolysis on both femoral and acetabular bone side." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot.

Event description:
The patient underwent right tha for oa on (B)(6) 2005. In 2015, femoral side osteolysis was confirmed. The patient underwent revision surgery on (B)(6) 2015 due to expansion of osteolysis and the pain. The stem was replaced to exeter. The liner was not replaced. The patient lives a sedentary style.